Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") appx 2.5 ml, set ambrato per infusione 2 clave® connector, perforatore con filtro where it was reported the connection of the chemotherapy tree disconnected at the moment of setting up the chemotherapy. This incident has occurred approximately once every 10 days for around 1 year, once every 10 days so around 40 devices with this problem the incidents were observed during patient use. The customer does not have the event dates, but they have been occurring regularly for about 1 year. The drugs used were cytotoxics and rinsing liquid. No clinical consequences noted for these incidents, since the device was replaced each time. The exact number of incidents occurred during patient use is unknown.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.